Manufacturer narrative:
Date rec¿d by MFR : 09may2019. The customer confirmed reported issue of screen dysfunction. The customer indicated that they calibrated the touch screen which resolved the reported issue no parts were replaced. The device passed specified testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2019. On (B)(4) 2019. International UDI # (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
New arrived device, checked in warehouse, found screen dysfunction found screen insensitive. No patient involvement. Event date not specified; estimate used.